Event description:
It was reported the 355ld was used during a not reported procedure. It was reported by the affiliate the blade could not be activated. There was no consequence to the pt. 1/20/98 this happened with four devices.